Event description:
It was reported that this facility has experienced repeated overheating issues. There has been no reported patient/user injury or any adverse consequences, and there was no known clinically relevant delay in procedures while a backup device was located.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, a possible cause for the alleged overheating was problems with the nose cone, bearings, and bearing stop, which have been replaced along with other components as part of preventive maintenance. Service did a clean lube, and adjust to the device, and it was returned to the customer.